Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+5.0/088 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2022 the lens was explanted on (B)(6) 2022 due to low vaulting and lens rotation. The lens was replaced with a longer lens and the problem was resolved.

Manufacturer narrative:
Expiration date: 31-may-2025. (B)(4). Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).